Manufacturer narrative:
The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected power loss alarm was noted. The pump passed the displacement and self test. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was unknown mg/dl. The customer's mother stated that device alarm every 4th hour and have tried battery change but alarm doesn't erase. The customer was advised that the device would be replaced. The customer was advised that we're sending out veo until 640g becomes available.